Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's wife reported via phone call that the customer had a high blood glucose level. The blood glucose at the time of the incident was 558 mg/dl. The customer states they did not feel well and had cramping in his legs. The customer did contact their healthcare professional and have a backup plan. The customer treated with a bolus using the insulin pump. The account history was reviewed and nothing reportable was found. There was no air bubble in tubing. Time and date were correct. The basal rates and the bolus wizard setting were correct. The insulin pump will not be returned for analysis at the customer request.